Manufacturer narrative:
Infomration anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, when the device was removed from the tissue, the staples were in the open position; no b formation. A competitor's device was used to complete the case with no patient consequence.